Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet system, characterized by double meal announcements in close succession, subsequent missed or expired insulin due to running out, and a suspected infusion site issue that resolved after a site change. Symptoms included hypoglycemia to 45 mg/dl and hyperglycemia above 300 mg/dl, with user-reported alarms for high and low glucose. Outcomes included self-treatment of hypoglycemia with oral carbohydrates and stabilization of glucose after site replacement, without professional medical intervention, assistance from others, or hospitalization. Investigation included review of device-generated data and user interview, with troubleshooting and education provided on avoiding double meal announcements, avoiding use of meal announcements as correction, and guidance on late meal announcements. Investigation of this case revealed that dosing decisions were affected by repeated and corrective meal announcements and potential insulin delivery interruption from an empty or compromised site, with return to target after site replacement. It was concluded, based on previously established findings for similar reports, that user technique and use errors related to meal announcements and site management caused the event.